Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g991usqsjhzb1. Hardware: sm-g991u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose over 300 mg/dl after a dinner bolus while wearing the pod between 4 and 24 hours. Leading up to the incident, blood glucose level was 170 mg/dl. The patient had to prematurely change the pod. The caregiver stated that the pink slide moved forward, the cannula inserted into the skin during wear, and there was no insulin leakage. Redness at the insertion site was reported as the patient¿s skin tends to be sensitive. Upon removal of the pod, the cannula appeared normal. No treatment was reported.